Event description:
The technical support engineer was informed that the customer high-definition (hd) liquid crystal display monitor will not display hd image from the video processor (cv-190) when using rgb/s-video cable cv-190 monitor out setting. The problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
During troubleshoot via telephone, the cv-190 monitor setting was verified as hdtv rgb and is believed to be a setting in the monitor or that the monitor no longer is capable of hdtv video. The proper settings could not be verified on the monitor. Case and instructions were emailed to customer as requested. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.